Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "(B)(6) gave me your knee on (B)(6), 2009 at (B)(6). From when I came out of the surgery, my leg was crooked and this last few months I have went under pain in back and down leg. Also, my hip hurts. Now I get relief from a heel lift. If I don't wear it the hip and back starts to hurt. I went back to the doctor and they (2 other dr.) Said it was unstable and would have to be fixed with surgery. [...] (B)(6) is the doctor."